Event description:
Customer reportedly received results in the 300's (mg/dl) and 180 mg/dl within 10 minutes on the aviva system. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.